Manufacturer narrative:
Currently, it is unk to what degree the bard/davol composix kugel device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided. We have contacted the initial rptr to request add'l info and to request return of the device for eval. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2004: the pt underwent implant of multiple implants including a bard/davol composix kugel hernia patch, during an elective bilateral salping-oophorectomy and sacrocolpopexy due to a history of sui. The attorney's report alleges post operative complications including disability, pain, add'l surgery.